Event description:
It was reported that the patient underwent an explant procedure due to patients body was rejecting the device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately may of 2020 from date manufacturer was made aware.